Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The device was first inflation at 10 atmospheres (atm) for 30 seconds. However, during second inflation at 12 atm for 15 seconds, the balloon ruptured. A pinhole was noted on the device. The procedure was completed with different device. No patient complications were reported.